Event description:
"On or about (B)(6) 2008, "a monarc subfascial hammock was implanted. It was reported that, "after, and as a result of the implantation of the pelvic mesh product," she, "suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of the mesh product, erosion of her internal bodily tissue, bleeding, infection, urinary problems, dyspareunia, additional surgery and other injuries." "In (B)(6) 2009, approximately ten months after the pelvic mesh product was implanted," she, "began to experience pain, discomfort and vaginal discharge and sought medical attention for said symptoms." Surgery was done to "excise a portion of the pelvic mesh." Her symptoms failed to improve. It was also stated that, as a result of the pelvic mesh, she has experienced, "significant mental and physical pain and suffering, has required additional surgery and medical treatment and she has sustained permanent injury."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.